Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter: after the anastomosis, the instrument did not cut on 1/4 of the tissue, so the device could not be removed. The uncut part was additionally cut using scissors. The pt's tumor was located 7cm far from anus verge, so the bowel was turned over from anus, and then ta45-4.8 instrument was used. Cutting part was 4-5 cm far from anus verge. After surgery, a covering stoma and 3 drains were set. The surgeon had to resect more tissue than what was originally planned due to the product problem. There was no bleeding, nothing fell into the pt cavity, and the operating room time was not extended more than 30 mins.